Event description:
It was reported that the pump was implanted in 1999 for chemotherapy. After one week of use, the flow rate was inadequate. The pump was explanted and replaced, without any patient complications.